Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of patient involvement.

Manufacturer narrative:
There was no additional information provided at this time. (B)(4).